Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect platinum filter. Reporter occupation: non-healthcare professional. PMA/510(k) k171712. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect platinum filter on (B)(6) 2017. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided."

Event description:
The patient received an implant on (B)(6) 2017 via the right common femoral vein due to deep vein thrombosis (dvt)/pulmonary embolism (pe); a successful retrieval (fractured strut remains) on (B)(6) 2019. The patient alleges vena cava perforation, fracture, and migration of fractured strut. The patient further alleges "fear that the remaining filter strut might cause further damage as it cannot be removed", and limited mobility. Embolism (pe). The patient alleges vena cava perforation, fracture, and migration of fractured strut. The patient further alleges fear, unable to remove, and limited mobility. Partially successful (fractured strut remains) on (B)(6) 2019 due to fracture and perforation of filter necessitated removal. (B)(6) 2018, per a report from computed tomography; ¿the vena cava filter has its superior tip at the renal vein level. It is appropriately oriented and located. Multiple prongs penetrate the wall of the vena cava without extending into any additional structures.¿ (B)(6) 2019, per a report from computed tomography; ¿ivc filter in place. The tip of the filter is located just below the renal veins in the inferior vena cava. The prongs anterior lateral posterior medial are extending beyond the walls of the ivc. The finding is similar to the prior exam. I see no soft tissue stranding or fluid surrounding the ivc. Otherwise the filter is normally aligned. I see no angulation of the filter.¿ (B)(6) 2019, per a report from retrieval report (successful); ¿ivc filter fracture with migration of a filter strut in the right ventricle, history of ivc filter which was no longer required and the patient would no longer require embolic protection. Specimens: ivc filter removed in total from the ivc.¿

Manufacturer narrative:
Investigation: the following allegations have been investigated: fracture, vena cava (vc) perforation, migration, fear, limited mobility. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an position unusual, stressed, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Unknown if the reported fear and limited mobility are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.